Event description:
It was reported that during a da vinci-assisted sacropolpopexy with hysterectomy surgical procedure, the customer experienced a repeated non-recoverable 23118 error on the system. They had restarted the system with no change. The customer received phone assistance from the technical support engineer (tse). Tse reviewed logs and confirmed error 23118 pointing to the distal set up joint (suj) on universal surgical manipulator (usm)3. Tse had the customer initiate a hard restart on the patient side cart with no change. Tse also had them try to move the suj with the patient clearance button, again with no change. The surgeon elected to continue the procedure with 3 usm arms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the repeated system error fault and a usm arm being non functional, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and reproduced the error fault and identified a defective distal set up joint for usm3. The suj was replaced to correct the reported problem. After replacement, the system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced suj involved with this complaint and completed the device evaluation. The suj was tested on an in-house system triggering error 23118 indicating a motor encoder error. The unit was further tested and again failed. The chip encoder virtual/ absolute printed circuit assembly (cva pca) board and searchlight on the suj were found defective and were replaced. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: during a procedure, persistent system error fault and a usm arm became non functional was observed. Fse replaced the suj and failure analysis confirmed a component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.